Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading at the time of hospitalization was 300 mg/dl. Customer's husband stated that she was hospitalized in emergency room due to diabetic ketoacidosis. Date of hospitalization was from (B)(6) 2020. Customer's husband stated that they tried to lower the blood glucose but it was not going down with insulin pump. They stated customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis.